Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver med ications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the pump was being removed on thursday ((B)(6) 2019), but the healthcare professional (hcp) indicated they were only removing the pump and leaving the catheter implanted. It was noted the pump was being removed because the pump stopped working like it used too. It was noted "it's been over a year" since the pump stopped working like it used too. The situation was being addressed by the hcp. It was noted the patient was receiving dilaudid. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.